Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet after having removed the system for approximately a week and then resuming use, with concerns about lows during this relearning period and a meal consumed without a meal announcement. Symptoms included a reported blood glucose nadir of 44 mg/dl, a low duration of about 20 minutes, and sensations consistent with hypoglycemia including mild muscle fatigue; the device provided low glucose alerts. Outcomes included self-treatment with oral carbohydrates and a meal without announcement, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding treatment of lows, timing of meals after correction, and proper meal announcements, as well as counseling on device relearning after interruption of use. Investigation of this case revealed that the cause of hypoglycemia was unclear, with contributory factors including unannounced carbohydrate intake and the brief relearning period following device discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.